Manufacturer narrative:
E1 establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the endoeye deflectable videoscope exhibited a contact of green line noise and momentary blackouts when connected to the video system center. It was completed with the same device with no delay. The event occurred during a therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Corrected field: d9 the device was not returned to olympus for inspection and the investigation was cancelled. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.